Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results for 80% of their patient samples generated by the unicel dxc 600 pro synchron chemistry analyzer. The na results were in the 120 mmol/l range and repeat run results were higher in the 135-140 mmol/l range. The erroneous results were reported out of the laboratory and questioned by a physician. Treatment was not initiated or withheld based upon the erroneous low results.

Manufacturer narrative:
Qc was within lab established ranges pre and post the event. High level qc post the event was on the low end of the range. A bci field service engineer (fse) cleaned the ise lines and replaced the chloride electrode tip. Fse verified performance was acceptable.